Event description:
It was reported that a patient requested hardware to be removed since the fracture had healed and plates were prominent. During hardware removal the tip of the large hexagonal screwdriver (p/n 314.27) broke off while taking out the liss screws that were cold-welded into the plate. Another large hexagonal screwdriver (314.12) was used and the tip also broke off. All hardware was removed. This report on the large hexagonal screwdriver p/n 314.27.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records performed and no complaint related issues were found. The product evaluation revealed the tip of instrument 314.270, and the handle for instrument 314.12 is broken off. It is also noted that both instruments are old and often used instruments, therefore we do suppose that these damages were caused due to normal wear and tear over the years. No product related conditions were found.